Event description:
Reporter alleged obtaining the results of hi (greater than 600 mg/dl) and 210 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated that she took 70 units of insulin and that she was getting ready to eat. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.